Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department and the customer's report was observed during review of the device activity logs. The device was put through extensive testing including bench handling and full ECG functional stress testing without duplicating the report. A visual inspection of the multi-function receptacle did observe signs consistent with fretting and as a result, the defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2020-00678 for a similar report from the same customer.